Event description:
Customer was admitted to hospital for low blood glucose. As customer was working, customer had pump in pocket with a plastic place inside which was triggering buttons to be pressed and delivering insulin, customer did not notice, and was hospitalized unconscious.